Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the pressure was fluctuating, damaged pump. The pump and pcb were replaced and the software was updated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the unit had a pressure fluttering error and needed to be returned for servicing to update the software. The pressure was set to 250mmhg, 350mmhg. The pressure reading fluctuated 15-40mmhg from the set pressure throughout procedures on all devices. All devices were plugged in to hospital grade outlets during use. There was no patient harm/injury or surgical delay reported. There was no medical intervention/additional surgical procedure required. The surgery was completed with another device. The surgical technique for the product was utilized. Due diligence is complete, no further information is available.